Manufacturer narrative:
The samples were evaluated and the customer's indicated failure mode for erroneous results with the incident lot was not observed. Functional testing was done.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes had "erroneous results"